Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture. Technical services was consulted and gave several option for programming to alleviate this issue. The lead remains implanted. To date, there have been no adverse patient effects reported.